Event description:
A low glucose readings issue with the use of the abbott diabetes care (adc) device was reported. The customer obtained an unspecified low glucose reading on the adc device; however, it is unknown whether the customer noted a trend arrow on the device. Due to the initial glucose reading, the customer was capable of providing self-treatment by consuming ¿candy, shaved ice, food, and a nutritional shake to address these readings¿. Soon after, the customer experienced symptoms described as ¿ had trouble breathing, dizziness, and felt like they were going to pass out.¿ the neighbor, a retired healthcare professional (hcp), specifically an emergency medical technician (emt), performed a blood glucose test at that time, and noted ¿the customer's glucose readings were high.¿ the hcp applied oxygen to the customer and monitored blood glucose levels to determine if they decreased appropriately. Per the customer; ¿they did not experience a loss of consciousness or have a seizure during this event.¿ there was no report of death, serious injury, or mistreatment associated with this event. Adc device glucose reading of 97mg/dl was compared to a blood glucose test result of 323mg/dl obtained on a competitor¿s brand meter, which when the results are plotted on a parkes error grid, fall into the c zone showing the difference in values to be clinically significant, however it is unknown when theses value were obtained in relation to the medical event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.